Manufacturer narrative:
Investigation completed on 12feb2018. The products have not been returned to date from these reports, no failure analysis could be performed and no root cause could be established. A potential failure mode observed in previous complaints includes improper alignment of the device relative to the slot in the cannula; however, without return of the device for failure analysis, no determination can be made on the root cause of the reported event. Linked to mfg report number: 1651501-2018-00012 and 1651501-2018-00014.

Event description:
2 of 3 report. It was reported that during the removal of the endoscopic gastroc release (egr) system blade, the product failed to retract into the closed position. Subsequently, the blade cut the tissue of the patient approximately three millimeters. No further patient complications and delay on the procedure were reported. Additional information has been requested.

Manufacturer narrative:
Based on additional information received on february 28, 2018, no adverse event was mentioned in clinical notes. Corrections has been made in (product problem) and (malfunction). Preoperative diagnosis: plantar fascia plantar fasciitis, left foot; degenerative joint disease first metatarsophalangeal joint, left foot; bone deformity second metatarsal, left foot. Procedure performed: endoscopic plantar fasciotomy , left foot; implant arthroplasty first metatarsophalangeal joint, left foot; weil osteotomy second metatarsal, left foot.